Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator was alarming "vent inop" while in use on a patient. It is unknown whether there was any patient harm associated with this event although the customer did not advise of any patient harm or injury